Manufacturer narrative:
The device was returned to the MFR for eval. The customer's complaint was confirmed. The MFR found the device to intermittently alarm. The main printed circuit board (pcb) was replaced to address the issue.

Event description:
The MFR received info alleging a remote alarm was not sounding an alarm. There was no report of pt harm or injury.